Event description:
Complainant alleged that the device would not power up. There was no indication of any patient involvement in the reported malfunction. Numerous attempts were made to obtain additional event information from the complainant. All attempts were unsuccessful.